Event description:
On (B)(6) 2020, patient reported experiencing hypoglycemia which resulted in same day hospitalization and release. Patient reported that his blood glucose reading was 49 and his reading is normally 139. Patient recognized the symptoms himself and reports feeling lethargic and being treated with oral carbohydrates while at the hospital.